Manufacturer narrative:
In the case description, the user mentioned receiving a 10 u bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of a 10 u bolus after the delivery of a 0.9 u bolus on the date of occurrence. Review of the audit log files showed that the use sensor button was pressed to load a blood glucose value of 136 mg/dl into the bolus calculator. The confirm button was then pressed to bring the controller to the confirm bolus screen and the start button was pressed to begin bolus delivery. Review of the engineering log files found the log files from the date of occurrence to be overwritten due to continued use of the system. No further evidence of interaction with the controller to program the 10 u bolus could be obtained. Evidence of interaction with the controller to program, confirm, and start the 10 u bolus was observed in the available log files. No evidence of an uncommanded bolus was observed in the available log files. Cloud - locked down/smartphone. Phone_control_android. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system. Up1a.231005.007.s901u1ues8eyc1. Cloud - smartphone hardware. Sm-s901u1. Cloud - cgm sensor type g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that on (B)(6) 2025 she received an uncommanded bolus of 10 units. The patient reported her last interaction with the controller was at 11pm the night before. She reported a glucose level of 150 mg/dl, so she programmed a correction bolus of 0.9 units. The patient's blood glucose levels were stable at 110 mg/dl during the night. The patient woke up the next morning by receiving a low glucose alert from her cgm (continuous glucose monitor) with a blood glucose level of 30 mg/dl. When the patient's bolus history was reviewed, a bolus of 10 units was shown to have been delivered at 1:30am. The patient reported treating the hypoglycemia with carbohydrate containing items. The patient denied programming this bolus. Her maximum bolus was set to 10 units but has now been changed to 5 units. The iob (insulin on board) showed 10.9 units. The patient reported she was sleeping at the time the alleged uncommanded bolus occurred, and her controller was on a table beside her bed. No medical intervention was required.